Event description:
On 3/8/97, the balloon port (valve) of the device had fallen out of the device. The balloon was deflated. A new 20 fr g-tube was inserted without difficulty. No gastric aspirate obtained. Water would not flow freely. The balloon was deflated and the tube was reinserted further. Water flowed slowly. The pt reported discomfort and was sent to the hosp ER. The pt was checked by the attending physician who attempted to insert the g-tube without success. On 3/9/97 a gastroenterologist was called and the client was sent to radiology. Physician was unable to perform the procedure. The pt was admitted to the hosp. On 3/10/97 the tube was found to be in the peritoneal space, balloon inflated. The physician was able to reposition the tube into gastric location. Antibiotics were administered. The pt did not dveloped peritonitis. The tube is not to be changed for 3-4 months to allow stoma tract to properly form. One pt involved.